Event description:
It was reported that in (B)(6) 2014, emergency medical services were called to help the customer with a low blood glucose level. Customer was treated with glucagon. Reportedly, the cause for the low blood glucose level was because of breastfeeding.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.